Event description:
A ventilator was returned to a third party svc ctr for eval. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party svc ctr, a ventilator error was observed in the device error log. The motor blower assembly was replaced to address the issue.